Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged. A chest x-ray revealed a change in position. The ra lead exhibited undersensing with small p waves. The ra lead was explanted and replaced. The rv lead exhibited high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.